Event description:
The customer reported being hospitalized due to low blood glucose levels, with a reading of 24 mg/dl. The customer stated that someone in his home called the paramedics. The customer stated felt that the insulin pump was working properly, but noticed that there was missing segments on the screen. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.